Event description:
It was reported that while connected to a patient the battery indicator light on the external pulse generator began to flash. When the healthcare professional opened the battery compartment the generator immediately shut off and the patient went asystole. The emergency button was pressed and function was restored. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed all functional tests. The ring is bent.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.